Event description:
It was reported that the patient presented in clinic for follow up. It was discovered that the patient's pacemaker was unable to be interrogated by radiofrequency and inductive means. Furthermore, upon magnet interrogation no pacing response was observed leading the physician to suspect premature battery depletion. Therefore, the device was explanted and replaced. Patient was stable post procedure

Manufacturer narrative:
The reported event of ¿device could not be interrogated¿ and premature battery depletion was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.